Manufacturer narrative:
(B)(4). Insulin pump error alarm followed by hardware low level failure alarm confirmed in the history due to broken trace.

Event description:
Customer reported via phone call that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump error alarm occurs during self test. Customer stated they were able to clear the alarm and they were abler to rewind insulin pump. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.